Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0l5jz, implanted: 2015-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient experienced a loss or change of therapy which was noted as sudden. The patient was not feeling stimulation. The patient programmer (pp) was showing replace pp battery screen. The patient did not have any other batteries and was unable to bypass the screen. The patient was unable to check implantable neurostimulator (ins) status during call. The patient indicated that symptoms are like they were before surgery. The patient was peeing all over herself. The patient also stated she will go to the bathroom and 5 minutes later she will feel like she needs to go. It was noted that the previous health care provider programmed patient at 5 v but now patient cannot move/change the amplitude this was due to pp low battery. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the setting was changed to 6.5v. The patient could feel stimulation as soon as setting was changed then would have no feeling. It was further reported that the patient programmer issue had been resolved as best as possible.